Manufacturer narrative:
Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were tested and the microbiological quality of channel was found to be satisfactory (less than one (1) cfu of micro organism). Overall, the results are in conformance with the requirements. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
The customer provided additional information regarding the cleaning, disinfection and sterilization (cds) processes performed onsite. During pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water, auxiliary, balloon and forceps elevator wire channel. During manual cleaning, the customer uses multizym detergent and brushes instrument/suction channel, suction cylinder, instrument channel port, balloon channel, distal end and areas around elevator using nova clean brushes and swabs. The detergent used was endodis active. The endoscopes are stored vertically in a simple cabinet with no drying function and olympus is the maintenance company the user facility uses. T the device was returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. All channels of scope were culture. The bacteria identified was klebsiella pneumoniae (more than 80 colony forming units per endoscope). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for investigation findings. The following fields are updated: d9. The returned device was evaluated. The distal end cover was dented. The bending section cover was worn out. The right/left knob exhibited noise. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.